Event description:
The subject ICD was implanted on (B)(6) 2019. Reportedly, upon interrogation on (B)(6) 2019, warning messages stating that the device was re-initialized once on 2 may 2019 and that a technical issue was detected on 2 may 2019 were displayed. Upon ICD re-interrogation, no anomaly was observed. It was also reported that the patient was hospitalized because of a svt. Preliminary analysis revealed that the reset was triggered by the device due to an overconsumption. Normal device operation was restored.

Manufacturer narrative:
Preliminary analysis revealed that the overconsumption resulted from an electrostatic discharge at implant.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
The subject ICD was implanted on (B)(6)2019 . Reportedly, upon interrogation on(B)(6)2019 , warning messages stating that the device was re-initialized once on (B)(6)2019 and that a technical issue was detected on (B)(6)2019 were displayed. Upon ICD re-interrogation, no anomaly was observed. It was also reported that the patient was hospitalized because of a svt. Preliminary analysis revealed that the reset was triggered by the device due to an overconsumption. Normal device operation was restored.

Event description:
The subject ICD was implanted on (B)(6) 2019. Reportedly, upon interrogation on (B)(6) 2019, warning messages stating that the device was re-initialized once on (B)(6) 2019 and that a technical issue was detected on (B)(6) 2019 were displayed. Upon ICD re-interrogation, no anomaly was observed. It was also reported that the patient was hospitalized because of a svt. Preliminary analysis revealed that the reset was triggered by the device due to an overconsumption. Normal device operation was restored.